Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the lcd touchscreen "going out" was confirmed. Ventec observed that half of the lcd touchscreen was black. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the left side of device's lcd touchscreen was "going out." No further details were provided. There was no patient involvement associated with the reported event.